Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1j1dd037, implanted: (B)(6) 2017 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jul-2021, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was something wrong with pole 4 since the patient could not feel any program where it was involved. Impedance on pole 4 was high at over 7,000 ohms even though it was still within limits.